Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the aldahol on the reprocessor was expired. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, disinfectant was not replaced. The cause of the customer not replacing the disinfectant was attributed to failure to follow instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the IFU section below: 6.4 setting the disinfectant solution counter·note on the disinfectant solution counter function acecide-c product overview reuse period up to 5 days. Olympus will continue to monitor field performance for this device.